Event description:
It was reported that post a coronary artery drug eluting stenting treatment procedure, an appearance of skin itching occurred. During the index procedure, the 90% stenosed de novo target lesion being treated was located in the 2nd obtuse marginal (om) of the left circumflex (lcx) was 5.0mm long with a reference vessel diameter of 2.10mm. The lesion was concentric with a 45 degree angulation. The lesion was predilated with a 2.25x15mm balloon with 0% stenosis and timi 3. The event was resolved and the patient discharged 1 day post procedure on panaldine and aspirin. In 2009, the patient experienced an appearance of skin itching. The patient medication was changed from panaldine to pletaal. The event was successfully resolved and the patient status was noted as "good." However, the patient was scheduled for follow-up.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.